Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. An insulation abrasion was noted at time of lead revision. The lead was capped and replaced. Patient was in stable condition post-procedure.